Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See (B)(4) for related documentation

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 307 mg/dl at the time of the event. The customer treated their blood glucose with their insulin pump. The customer resolved the issue by changing the reservoir. The customer sent back the reservoir for analysis. The customer was sent replacement reservoirs.